Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. No button error alarm during testing noted. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.